Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4). The actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.

Event description:
It was reported that the patient's implantable cardiac monitor did not capture the electrocardiogram information, only the text information although the device was programmed to have this feature captured. The device remains implanted. No patient complications have been reported as a result of this event.